Event description:
It was reported that during a lap chole procedure, the device was being used to clip the cystic artery and after firing the device locked down on the artery. The device had to be pulled off and the artery was torn. The surgeon controlled the bleeding by clamping and cauterizing. Another device was used to clip the artery. The patient is fine.

Manufacturer narrative:
Information anticipated, but unavailable at this time.